Event description:
It was reported that, during implant, the implantable pulse generator (ipg) device measured differing amplitudes through the analyzer and the device. The setscrew connection was loose. After several attempts to seat the right ventricular (rv) lead into the header, the setscrew was unable to be engaged. The physician was unhappy and found the variable measurements between the analyzer and device unacceptable. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.